Manufacturer narrative:
(B)(4). Date sent 1/5/2024. D4 batch # 673c16. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Additional information received: the doctor is the chief of surgeon, they are ethicon stapling account, and loyal user. The surgeon does a lot of rectal procedures, very familiar with the device and procedure. Standard technique was used in this procedure, nothing new. This was a right hemicolectomy they start on robotic for anastomosis does a small incision. While performing the right hemicolectomy, the point in the case where they fired the tlc75, surgeon thought it wasn¿t right. It didn¿t seem like it fired appropriately. They asked for another reload and refired. He fired the second reload, checked and everything looked fine. The resident stated everything looked good. It looked fine. They finished the procedure and closed the patient. Three days post-op the patient started to show signs of leak/infection. When they took the patient back, they found the backside of the staple line was completely gone. They could feel the staples on one side but on the other side could not feel anything. In the re-op, they found the leak was from the common channel line. The bowel looked pink with nothing dead around it. It all looked alive. Robotic was used for mobilization, not transection. Transection done with the tlc device. Rep was asked, what does ¿wasn¿t right¿ mean. The rep was not sure and would have to go back and ask the surgeon directly for clarification. Rep was also asked about the staple formation. Per the sales rep, the staples on the picture are not good "b" form. They look like they are being pulled apart. Per the sales rep, the surgeon did not make a big deal out of the event. However, the rep is seeking information to provide to the surgeon. Per the ethicon medical team on the call, they could not provide any definitive response based on the photo provided. They would need to speak with the surgeon to get more information to provide better insight. The sales rep to go back and speak with the surgeon. If the surgeon is interested in speaking with ethicon medical and engineering team, they will setup call. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a robotic open right hemicolectomy that the sales rep was present for that four days post op the patient was showing signs of an anastomotic leak and was returned to the or. Surgeon found that there was a substantial leak in the anastomosis. Leak was repaired by performing another right hemicolectomy. Patient is currently stable but very upset. Surgeon is a very experienced ethicon device operator and does not typically place blame on the devices when something goes wrong but feels that this particular instance was the result of a device malfunction.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. Photo analysis: this is an analysis of one photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a surgery with tissue outside and no leak is observed. Based on the photo reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.